Event description:
The isolation transformer was installed on the laparoscopy video system to remove interference on the video monitor. The transformer was rated at 250 volt amps and the camera was rated at 30 watts. During a pelviscopy, smoke was noted emanating from the pelviscope cart. The camera and light source were disconected. The patient's procedure was advanced to a laparotomy. Upon examination in clinical engineering, the transformer continued to overheat and smoke and was determined to be irreparabledevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.